Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-3200-0021 synergy console was involved in a case when the drape was burnt. No additional information available - unsure of other equipment, everything was re-processed and put back into circulation. Additional information: during a shoulder repair the light switch auto was switched to on and the camera was sitting on a mayo stand prior to the case. The drape on the stand heated up and a burn was visible. The camera head involved was an ar-3210-0031. There was no patient injury. The equipment was traded out and replaced then the case was completed successfully with no further issues.